Event description:
It was reported the procedure cannot be aborted, leaving it uninstalled in the patient. It was possible to use the catheter with another anchorage device for fixation that was stored. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned